Manufacturer narrative:
Insulin pump had an intermittent button response on the up arrow button, due to corroded keypad traces noted. Insulin pump had minor scratches on lcd window, cracked case on lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's keypad was unresponsive and numbers were scrolling on the screen. Customer reported that the error occurred during bolus. Customer did not recall any siginficant events leading up to the error alarm. Blood glucose level was 113 mg/dl at the time of the call. No further information was provided.